Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the utilization of the liberty select cycler or liberty cycler set. The cause of the events was attributed to the patient¿s unkempt living conditions and poor personal hygiene. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on shipments to the patient, including cassette lot numbers, for a three month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 for abdominal pain and spontaneous bacterial peritonitis. Peritoneal effluent fluid cultures were obtained on approximately (B)(6) 2019 and were negative for growth. However, the patient¿s peritoneal effluent fluid cell count revealed an elevated wbc count (result not provided). The patient was treated with intravenous vancomycin and gentamycin (dosages, frequency, duration not provided) and is recovering from the events. During the hospitalization, the patient requested to transition back to hemodialysis (hd) because he no longer wanted to perform or undergo pd therapy. As such, the patient¿s peritoneal dialysis (pd) catheter (not a fresenius product) was surgically removed (date not provided), and a hd catheter (not a fresenius product) was surgically placed. The patient underwent several inpatient hd sessions (specifics not provided) and transitioned to outpatient hd therapy on (B)(6) 2019 without difficulty. The pdrn stated the cause of the patient¿s peritonitis is poor personal hygiene, and unkempt living conditions. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s), drug(s) or product(s). Requested the discharge summary, however the document was unavailable during the call.